Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a white colored foreign matter was found in the 30 ml bd luer-lok¿ tip syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
No related issues or defects were found in DHR. No related quality notifications were issued to this batch number. No sample or photo was available to analyze, so defect could not be confirmed. Investigation conclusion: unable to determine a root cause.